Event description:
It was reported to me via email sent by the distributor that dr. Report to them "that xia rod was damaged inside the patient after 6 months of implantation."

Manufacturer narrative:
A request has been made for additional information, and if received, will be submitted in a supplemental.